Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the esheath, unlocked with full fine adjust used. Visual inspection revealed the crimp balloon was torn proximal to the inflation to crimp (I/c) bond. The balloon wings were bent/distorted. The inflation balloon was bunched on the proximal and distal ends. The valve also did not appear to be fully aligned. Functional testing could not be performed due to the condition of the returned device. Dimensional analysis of the double wall thickness of the crimp balloon along the balloon tear was performed. The measurements were within specification. Lot history review revealed one additional complaint for ¿balloon ¿ torn¿, no manufacturing non-conformances were identified. Available information suggested patient and or procedural factors may have contributed to the event. Complaint history review from december 2017 through november 2018 for the commander delivery system (all sizes and all models) revealed other returned complaints for ¿balloon ¿ torn¿. Review of the similar complaints was done and no potential manufacturing non-conformances that would have contributed to the complaints were identified. A review of complaint data revealed that the complaint rates exceeded the november 2018 control limit for the applicable trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. Product verification (pv) testing was also performed on each lot using a sampling plan. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. Visual and dimensional inspection of the device did not reveal a manufacturing non-conformance. Review of the available complaint history, lot history and DHR information did not reveal any evidence of manufacturing non-conformances. Per the complaint description, ¿intense resistance was experiences when the 29 mm commander delivery system was passing through the 16 fr esheath.¿ it was also reported that the access vessel was severely calcified. It is likely that the calcified anatomy created a difficulty pathway for advancement of the delivery system, as the valve or delivery system could have gotten caught on the calcification resulting in difficult for advancement and tracking. This difficulty could then have led to device manipulation and/or excessive force being applied to the delivery system, during which the crimp balloon could have been damaged. It is possible that any weakening of the material due to manipulations or tension during insertion could have been further exacerbated during attempted valve alignment resulting in a tear. Also since the valve was returned not fully aligned, it is likely the tear occurred during valve alignment. Although a definite root cause could not be determined, procedural factors (manipulation of the devices), in addition to patient factors (severe access vessel calcification) likely contributed to the torn balloon. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. In addition, the occurrence rate did not exceed the complaint control limits, neither a product risk assessment (pra). However, at management discretion, a pra was previously initiated to document and assess the balloon torn and the valve movement on balloon issues and the associated risks. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including into the IFU additional information that currently exists in the training manuals related to tension build-up in the device during use. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-00175.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00175.

Manufacturer narrative:
Event description.

Event description:
Information received indicated that the procedure was not terminated following the withdrawal of the initial valve and delivery system. A new sapien 3 valve and delivery system were prepared. No issues with the advancement of the devices were reported. The new valve was successfully implanted. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, intense resistance was encountered when passing the commander delivery system through the 16fr. Esheath. The delivery system was able to be advanced to the annulus; however, the balloon did not expand upon valve deployment. The delivery system was withdrawn and a tear was observed in the proximal part of the balloon. The procedure was terminated without valve deployment. No injury or adverse event occurred. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe vessel calcification and no tortuosity was reported. Information regarding the native annular diameter was not provided. Moderate aortic valve calcification and moderate aortic root calcification was reported. It was speculated that the delivery system or esheath might have kinked and the balloon tear occurred while the delivery system was being forcibly advanced through the sheath.